Event description:
It was reported that during a post stent dilatation procedure, difficulty was encountered removing the balloon catheter. The balloon catheter was removed with force. The procedure was completed with the same device. No pt injuries or complications were reported.